Event description:
It was reported by service report that the jack assembly for the foot of the bed would not go down unless it was pushed down upon. There was no adverse consequences to report, however, the customer did not know if there was patient involvement.